Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst indicated that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. Visual summary analysis of the lead indicated damage at implant and stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was difficult to advance through the sheath and was attempted many times. It was noted that the helix "became extended" and the lead was removed from the patient. Lead helix retraction was difficult and excessive rotations were needed for retraction after which the helix would not extend again. An alternative lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.